Manufacturer narrative:
H10: the device was received for evaluation with a blue connector attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified component of a minicap extended life pd transfer set "pulled out" which resulted in an inability to separate from the solution end; further described as "turn it hard and it'll come out". This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.